Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component was advanced and deployed from the patient¿s right side. A 12-fr gore® dryseal sheath with hydrophilic coating (dsl1228j/16417318) was then inserted from the left side, and two contralateral leg components were successfully implanted just above the left iliac bifurcation. After all the endoprostheses were deployed, the introducer sheath was removed of the patient. Intra-procedure imaging revealed the left external iliac artery dissection around the left iliac bifurcation. It was reported that vessel diameters around the left iliac bifurcation were 4.8mm ¿ 11.5mm, and the iliac arteries were calcified. The physician elected to deploy a bare-metal stent in the left external iliac artery to repair the dissection. The patient tolerated the procedure.